Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high and low blood glucose of below 60 to 400mg/dl and the pump went into suspend mode. Troubleshooting found that the cannula was kinked. Customer was advised on insertion technique and to return the infusion set for analysis. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting. No further details given.